Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID 97755, serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) started seeing a software problem screen today when they were trying to charge implant. Details are: 1-intellis 2-3.0 3-243 4- qf_port. Pt says the end of recharger (rtm) looks intact and the port of controller looks intact. Patient services had the pt reset the controller. Pt says the software problem screen is persisting. Patient services then asked the pt if the rtm has been heating up, and they said it has been getting hotter a lot more lately. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. No symptoms were reported. Additional information was received from the patient. It was reported that patient needed replacement recharge antenna and could not charge implant. The implant depleting caused pt's pain to skyrocket yesterday; pain increase was expected by pt. Pt mentioned it takes awhile for pt's pain level to decrease. For that reason, pt wanted to get in contact with a a manufacturer rep to get a temporary adjustment to their settings. Pt also mentioned getting an error code after receiving the new recharger antenna(asked/unknown message), but were able to charge their implant after unplugging and plugging the recharger antenna back in; patient was able to successfully charge their implanted neurostimulator to 60% without issue. Additional information was received. The patient called back and reported that they were still receiving an error message while rech arging their implant but the patient could not remember what the message was. Patient said that when they unplug the rtm and plug the rtm back into the controller they are able to charge their implant. Patient mentioned that they also get the message reposition antenna even without moving and one time after an hour duration of charging the implant the implant battery stayed at 70% and 80% battery. Patient said that they charged their implant this morning and had no issues. During the call patient reset the controller and will attempt to charge their implant tonight. Patient will call back if issue persists.